Event description:
Patient reported she only has cassettes on hand affected by recall. Patient has 30 cassettes lot: 4235222, 432963, 4329615 (expiration dates unspecified). Patient is currently infusing with affected cassette (unspecified lot number) and says she is experiencing nausea. She does not have any cassettes on hand that are not affected by recall. She has about 16 hours left of medication. Pharmacy to have courier set up for cassettes but informed patient if they could not reach her in time. She would need to go to hospital. No further information known. Product lot number and expiration date were systematically retrieved from the dispensing system. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information¿s available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes, nausea. If yes, was any medical intervention provided? No. Is the actual product available for investigation? Yes. Did we replace the product? Yes. Did the patient have a backup device they were able to switch to? No. Was the patient able to successfully continue their infusion. Yes with current impacted cassette until new cassettes. Reported to (B)(6) by: patient/caregiver.